Event description:
The customer reported the following info: an MRI technologist reported smoke coming from the solaris battery while it was connected to the solaris battery charger. The smoke alarm sounded and the mr scanner shut down. There was no pt in the area at the time. There was no injury reported.

Manufacturer narrative:
Bayer r and I quality assurance product analysis evaluated the returned solaris battery and charger. Visual exam of the external battery case determined that there was damage present. The battery charger interface had no visible damage or evidence of component heating. The battery enclosure was opened and the interface printer circuit board (pcb) was charred. The positive side leads of the fuses were melted and detached from the pcb. The battery cells showed no evidence of structural damage; a voltage check of the battery and cells determined that they were near full charge. Additional damage to the case and components adjacent to the pcb was noted. A short circuit between the layers of the pcb near the connection point of the positive lead was determined to be the cause of the reported problem based on a review of the pcb circuit design and the visual damage of the pcb. The effective cause of the pcb short was likely a structural fault between the conductors of the primary and secondary pcb layers. The length of time the battery was connected to the charger is unk. The site keeps the battery connected to the charger when not in use. The solaris battery was greater than 2 yrs old. Battery replacement is performed by bayer r and I service during yearly pms (preventative maintenance) per the solaris preventative maintenance procedure. The pm at this site was performed on nov 16, 2012. The battery was replaced during the yearly pm; however the replaced battery was left at the site per request from the customer.